Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinders would not fill and the doctor implied that there was a hole in the system. The patient already had a reservoir that was placed in him during a prior procedure, instead of taking it out, the physician placed a new reservoir in his left space of retzius. Only the cylinders were removed and replaced. The procedure was successful.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinders would not fill and the doctor implied that there was a hole in the system. The patient already had a reservoir that was placed in him during a prior procedure, instead of taking it out, the physician placed a new reservoir in his left space of retzius due to patient conditions. Only the cylinders were removed and replaced. The procedure was successful and there were no patient complications.

Manufacturer narrative:
Additional information: lot number, concomitant device, returned to manufacturer date, device not eval by MFR code, evaluation method codes and evaluation conclusion codes

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinders would not fill and the doctor implied that there was a hole in the system. The patient already had a reservoir that was placed in him during a prior procedure, instead of taking it out, the physician placed a new reservoir in his left space of retzius due to patient conditions. Only the cylinders were removed and replaced. The procedure was successful and there were no patient complications.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because the cylinders would not fill and the doctor implied that there was a hole in the system. The patient already had a reservoir that was placed in him during a prior procedure, instead of taking it out, the physician placed a new reservoir in his left space of retzius due to patient conditions. Only the cylinders were removed and replaced. The procedure was successful and there were no patient complications.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the identified fluid leak is the probable cause of the reported inflation issue, as the device would not be functional after the system fluid was lost. Product analysis confirmed the reported events. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was leak tested and visually inspected, it was observed that the pump kink resistant tubing (krt) was worn down to the filament. The pump was functionally tested and performed within specification. The ams700 ipp cylinders was examined using a microscope, both cylinders had wear at folds in the cylinder bodies. Both cylinders had holes at corner of folds in the outer tube; small leak was present. The krt of cylinder 1 was worn down to the filament. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.